Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended some trouble-shooting options to help resolve the issue. One of which included altering the cabling to bypass the boom arm and run the sdi cable directly from the processor into the monitor. According to the initial reporter, this restored the image. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that following a facility power surge, her olympus evis exera iii video system center was not displaying an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported no image issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the reported issue could not established, as the devise was not returned for evaluation or to the legal manufacturer for investigation, however, trouble-shooting was performed over the phone, resulting in successfully obtaining an image. It is probable that the issue was a result of a connection failure of the peripheral device and image signal transmission cable. Olympus will continue to monitor field performance for this device.